Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii gastrointestinal videoscope that the biopsy channel had leaked, the control knob had free play, and the insertion tube had a wrinkle. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that due to corrosion on the angle mechanism, the bending section could not be controlled at all. This report is to capture the reportable malfunction of loss of control on the bending section of the scope noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to damage on the channel tube, water tightness was lost; the adhesive on the distal sheath had worn; the connecting tube had a wrinkle; the circuit board unit in the s-connector had corrosion due to water leakage; the control unit had corrosion due to water leakage; the s connector had corrosion due to water leakage; the universal cord had corrosion due to water leakage; there was no signal image (with b30 and e216 error codes); the angulation was out of standard; and the glue on the objective lens and light guide lens were worn out. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b3 and b5).

Event description:
Additional information was provided by the customer. The event was found after the intended diagnostic esophagogastroduodenoscopy procedure was performed. The surgery was completed successfully with the same set of equipment with no delay. After the procedure, and during reprocessing, the customer did a leakage test and found a problem. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to fluid invasion of the control section via leakage area of the biopsy channel during user handling. Which may have caused deterioration of the angulation mechanism in the control unit and resulted in failure of angulation manipulation. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection_ 3.3 inspection of the endoscope_ inspection of the bending mechanisms the event can be prevented by following the instructions for use (IFU) which state: reprocessing manual chapter 1 general policy : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Chapter 5 reprocessing the endoscope (and related reprocessing accessories)_ 5.4 leakage testing of the endoscope_ perform the leakage test operation manual chapter 4 operation_ 4.3 using endotherapy accessories : when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Olympus will continue to monitor field performance for this device.